Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
It was reported that the insulin pump was returned. Customer's blood glucose level was not reported.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.